Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm in the distal aortic arch using a gore tag thoracic endoprosthesis (tgt3420/7813427). Prior to the implantation, a right common carotid artery - left common carotid artery - left subclavian artery bypass was performed, and the lsca was coil embolized. The tgt3420 was implanted distal to the innominate artery. The procedure was concluded with no reported issues. On (B)(6) 2010, a proximal type I endoleak was identified. The aneurysm diameter measured 62 mm. On (B)(6) 2010, to treat the proximal type I endoleak, a bare-metal stent-graft (manufacturer unknown) was implanted in the innominate artery, and ballooning was performed at the proximal end of the tgt3420. On (B)(6) 2010, resolution of the proximal type I endoleak was confirmed. On (B)(6) 2011, reoccurrence of the proximal type I endoleak was identified. The aneurysm diameter measured 63 mm. On (B)(6) 2012, the persistent proximal type I endoleak was observed. The aneurysm diameter measured 69 mm. On (B)(6) 2013, an additional gore tag thoracic endoprosthesis (tgt3420/11045052) was implanted to treat the type I endoleak. On (B)(6) 2013, the persistent proximal type I endoleak was observed. The aneurysm diameter measured 72 mm. No follow-up examination has been performed. According to the cro in (B)(6), no further information is available.